Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition (electrode) was confirmed on the returned unit. The detached electrode was not returned with the unit. According to (B)(4), probable root causes for the reported condition can be associated, but are not limited to: non conforming component - according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component or similar complaints have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process - the following controls are in place to detect any assembly process related issue: current in process controls for this condition at the manufacturing line include but are not limited to 200% inspection during assembly process ((B)(4)); a continuity test (resistance measurement) is performed after the unit is assembled ((B)(4) which will also indicate if there is non-continuity (electrode breaking) inside the unit; in addition, a (B)(4) inspection of the probe¿s tip assembly is performed on all the probes during manufacturing.; the activation history could not be retrieved since the unit was returned with the communication cable cut. The activation history is stored in the e-prom chip located inside the connector of the communication cable, which was not returned for evaluation. However, according to the returned unit¿s visual inspection it is evident that the condition was observed after use during surgery. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse - the following caution notes are included in the user instructions of each unit (p/n 1000-400-783) to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found; the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use; therefore, a possible user related (misuse) possible contributor cannot be ruled out. Product surveillance will continue to monitor complaints of this type for adverse trends. The following caution notes are included in the user instructions of each unit (p/n 1000-400-783) to prevent the reported condition, as follows: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. Do not bend probes that are not bendable. Examine the probe for damage prior to use and discard if damage is found. Do not allow the patient to come in contact with grounded metal objects. When serfas energy probe and physiological monitoring equipment are used simultaneously on the same patient, any monitoring electrodes should be placed as far as possible away from the surgical electrodes. Position serfas energy cables to avoid contact with the patient, electrodes, cables, and any other electrical leads which provide paths for high frequency current. In sum, the unit was received and the tip break failure mode was confirmed.

Event description:
It was reported that the tip broke inside the patient's shoulder. The broken tip was retrieved successfully after reopening, which caused an hour delay.

Event description:
It was reported that the tip broke inside the patient's shoulder. The broken tip was retrieved successfully after reopening, which caused an hour delay.